Event description:
The customer was hospitalized for hyperglycemia. The md stated that a possible infection may have lead up to the event. In addition, it was noted that the customer had received an alarm numerous times, but did not change out the set to resolve the alarm. The md was educated about the alarm and its causes. No further details.